Event description:
This is a young lady with quadriplegic cerebral palsy and left hip dysplasia. She underwent a valgus osteotomy with locking plate fixation to facilitate perineal care due to her severely adducted hip. Valgus proximal femoral osteotomy was performed on (B)(6) 2010. She underwent a second procedure on (B)(6) 2010 for suspected hematoma which was wound exploration, irrigation and debridement. At that time it was noted that the locking screws were loose and they were retightened by the covering physician. The patient presented to clinic and was still having pain on (B)(6) 2010. X-rays were obtained which showed that one of the locking screws had completely disassociated from the plate and a second screw was loose. Surgical and non-surgical options were discussed with the patient and her parents. Although removal of the plate and the proximal two of six screws was recommended to the patient's parents since it is no longer working to provide stability, and the concern of a possible underlying infection may be present, the family was hesitant to undergo another open procedure. For these reasons we discussed taking her to surgery and repositioning her hip and placing her in a spica cast to hold the position and to improve her comfort. As a result, consent was obtained to undergo a closed reduction osteotomy left hip, application of spica cast under anesthesia which was performed on (B)(6) 2010. Lengthy discussion with the patient's mother was held regarding the need to call if any problems with cast irritation, circulatory impairment, drainage, redness or swelling about wound are present. If not, cast removal was planned and scheduled for (B)(6) 2010. The removal was performed as planned on (B)(6) 2010. The cast provided the stability for the osteotomy to heal. The patient is now comfortable.